Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6) 2024, the patient stated that they ate a lot of food and chocolate, when the cgm reading was low. After this, the patient experienced heavy breathing and felt tired, and the patient was brought to the hospital by their parent. When a fingerstick was taken the cgm was reading 2.4 mmol/l, and the blood glucose reading was 32.8 mmol/l. The patient was treated with intravenous insulin and saline. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.